Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The battery reamer/drill device was evaluated and the reported condition that the device had intermittent operation was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the electronic control unit (ecu) was damaged and the device would not run, and the housing was damaged. It was further determined that the device failed pretest for check function of the device and check the power with test bench. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported that the battery reamer device had intermittent operation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.